Event description:
It was reported to philips that the system could not emit x-ray during procedure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room. A philips field service engineer (fse) visited the site, checked the logfile and found x-ray tube arcing errors. The fse solved the issue by cleaning the high voltage cable and performing the generator calibration. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.